Event description:
A caller reported a malfunction on the pump, but there were no notable events prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, resolving the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code appears again.